Event description:
A physician reported that the pack part and the cassette part were detached, causing leakage during cataract surgery with intraocular lens implantation. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.2, b.5, h.2. H.11. Upon review of the new information received for this event it was confirmed that reported event is related to the drain bag detachment and there was no leakage from cassette or drain bag. Based on current information available this event does not meet reporting criteria as per the applicable regulations. No further reports will be submitted under mfg. Report number: 1644019-2025-03423. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifying that the drain bag was detached and there was no leakage from the drain bag or the cassette.